Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system due to high, out of range impedance measurements of greater than 200 ohms. The patient reported tones being emitted by the s-ICD for several days, and impedance measurements of 190 ohms were observed. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system due to high, out of range impedance measurements of greater than 200 ohms. The patient reported tones being emitted by the s-ICD for several days, and impedance measurements of 190 ohms were observed. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with an implantable cardioverter defibrillator (ICD) system due to high, out of range impedance measurements of greater than 200 ohms. The patient reported tones being emitted by the s-ICD for several days, and impedance measurements of 190 ohms were observed. No additional adverse patient effects were reported. Additional information was received indicating that the battery of this s-ICD was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. This device was replaced with an ICD and returned to boston scientific for analysis. No additional adverse patient effects were reported.